Event description:
This patient was admitted for elective coronary intervention. Angiography revealed a moderate tortuous and non-calcified lesion in the mid rca. A 6fr cordis jr4 catheter was used to access the vessel. The sds was prepped according to the IFU and was attached to an inflation manometer filled with a 1:1 ratio of contrast media. No anomalies were noted during preparation. There was no resistance noted while advancing the catheter either to or across the lesion site. The physician attempted to inflate the balloon to 16 atms: however, the balloon did not expand at all. The physician changed to a new inflation device and again attempted to inflate to 16 atms. This time the balloon did inflate; however, it was very sluggish. After deployment, the physician pulled negative pressure on the inflation device, but the balloon would not deflate. The physician disconnected the inflation device and used a 60cc syringe to try to deflate the balloon, however, the balloon still did not deflate. The physician pulled the balloon, wire and catheter out as a system under force and was able to remove it from the patient. He commented that the balloon felt "stuck" to the stent. Upon removal, the physician noted under fluoroscopy that the stent was not implanted in the artery, nor was it on the balloon. The physician conducted angiography throughout the coronary system, throughout the aorta and into the lower extremities. The stent could not be located. Following the procedure the patient had a CT scan of the head to look for the stent, but it could not be found. The patient is in stable condition with the stent still suspected to be in the body.

Manufacturer narrative:
Additional information will be submitted with 30 days of reciept.